Event description:
Country of complaint: (B)(6). Challenger magazines slide over each other during surgery. Clips fall into the abdomen, but can be removed. This happens with several applicators.

Manufacturer narrative:
Evaluation: the noses in the magazine are bent. In conjunction with incorrect handling, this leads to the noted failure. If the clip is not fully applied to the working tip, and the next one is already pushing, this failure occurs. This happens, when the forceps are not completely closed (right to the stop, see IFU 012520) while applying.